Event description:
User facility reported, a pt had a successful novasure procedure and laparoscopic sterilization in 2008. A hysteroscopy done at that time revealed no perforation, but blanching at the fundus and back of the uterus. Subsequently, the pt returned to the hosp with stomach pains and a fever. She was admitted three days later with an "acute abdomen" and was observed for 24 hours. The next month, the medical consultant reported, he performed a laparoscopy the end of the previous month, which revealed a bowel perforation at the site of the blanching seen three days earlier. He performed a bowel resection at the site and sent a tissue sample of the affected bowel to histology. The consultant reported the lab report indicates "coag necrosis at the edges". The pt was in the hosp 2 weeks and discharged.

Manufacturer narrative:
Device history record review was conducted for the reported lot number (07j06ha) and was determined to be valid. Currently, unable to establish a relationship or impact to the reported observation due to no product available or serial number provided. Device history record (DHR) review was conducted for the radio frequency controller (csp 3669). There were no reworks or observations noted at time of MFR and it was released by qa on 05/02/2005. No relationship can be established between DHR and reported complaint.